Event description:
It was reported that the patient reported in clinic. The pacemaker estimated longevity in (B)(6) 2011 was 2 to 4.75 years. At this check, the device had an estimated longevity of less than 3 months. The device remained implanted and the patient was monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.